Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation, the j7 wire was not soldered to the ECG pcas in ECG c and d assemblies. The root cause for the unsoldered j7 wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non-functional.